Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.